Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: consulting clinician confirmed a dislocated hip through the provided x-rays. Additional information is needed to perform medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. The clinician confirmed a dislocated hip with provided x-rays. However, the exact root cause could not be determined because insufficient information was provided. Further information such as revision operative reports, and clinical and past medical history is needed to complete the investigation for determining root cause. If the additional information or device is received, this investigation will be reopened and re-evaluated.

Event description:
Chronic hip dislocator, doctor wants to see amount of on growth on psl cup. Doctor wants testing done to see the amount of on growth that the psl cup had onto the implant device. Update: per investigation results, dislocation of the head and insert were confirmed.